Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed, however, there was no reported device malfunction and the product was not returned. The reported patient effect of perforation as listed in coronary stent graft system, graftmaster rx, domestic instructions for use, is a known patient effect that may be associated with use of a coronary stent graft in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional grafmaster referenced is being filed under a separate medwatch report.

Event description:
It was reported that during a procedure in the circumflex artery, two graftmasters were used for treatment of a perforation. A 4.8 x 16 mm graftmaster was implanted; however, the perforation elongated. Then, a 3.5 x 16 mm graftmaster was implanted, but the perforation continued to elongate. The patient was then sent to surgery for cardiovascular bypass surgery for treatment. The patient is reportedly doing well after the surgery. No additional information was provided.